Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to elevated blood glucose (bg) levels ranging from 1052-1100 and high ketones. Reportedly, the customer fell and sustained a back injury. Customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. Reportedly, the insulin used was degraded due to not being refrigerated and being exposed to extreme temperatures.